Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. However, prior to extraction the patient experienced chest pain. Additional information indicates that the symptom was due to a blockage in the artery which is not device related. There were no additional adverse patient effects reported. The product was explanted.